Manufacturer narrative:
(B)(4): eval, results, conclusions: (severe calcification, 90% stenosis). (Use of force). (Stent damage, failure to deliver the stent). Eval summary: the device was returned to the mfg facility for eval. The stent was positioned on the balloon as per spec. The 8th distal stent segment was raised, deformed and pulled distally. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to implant a 2.5 mm diameter x 30 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the mid cx. The target lesion was reported to exhibit 90% stenosis and severe calcification. The lesion was pre-dilated once using a 2.0 mm x 20 mm balloon at 12 atm's. Resistance was encountered while attempting to advance the endeavor resolute stent to the target lesion, and force was used in an effort to advance the device. The endeavor resolute stent could not reach the lesion and the device was removed. Damage to the stent delivery system was observed on removal. The device had been inspected prior to use with no issues noted. The target lesion was successfully treated using two smaller size resolute stents. The final result was reported to be very good and no clinical sequelae were reported.